Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. It was stated that the insulin pump was exposed to moisture as the customer went surfing with it. The customer confirmed that the device has several cracks and there is moisture under the screen. Customer's blood glucose value was 6.3 mmol/l. It was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was not replaced or returned for analysis.